Event description:
On 7/24/96 catheter was placed in the left femoral vein. During review of a routine abdominal x-ray film, a break was noted in the line. On 8/19/96 the pt was transferred to another facility for surgical removal and replacement of the device.